Event description:
Event description boston scientific received information that this implantable defibrillation lead was exhibiting pacing impedance measurements of greater than 3000 ohms one week after implant. Thresholds have also increased. There is evidence that the lead is sensing normally.